Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant and the lead was stretched. The analyst noted that a competitor guidewire was returned stuck in the lead, and it appeared that coating came off the competitor guidewire and its coating became ensnared with the distal conductor at the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician experienced strong resistance using the guidewire with the left ventricular (lv) lead. It was noted there were problems to slip the guidewire easily through the inner lumen of the lead. The lv lead could not be placed in the coronary sinus and was replaced. No patient complications have been reported as a result of this event.